Manufacturer narrative:
Method: actual device not evaluated. Results: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, and system risk analysis (sra). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from manufacture date to complaint open date; a significant trend was not identified. The sra indicates the risk is "low" with a hazard of 'quality problem with no impact on safety'. The product was not returned; therefore, no visual analysis was performed. A field service engineer was sent to evaluate the concomitant device, sterrad® 100s, serial number (B)(4). The injector valve assembly was replaced and the unit was restored to working order. It is possible the reported event is related to the unit, however, a defintive root cause could not be ascertained. It is unlikely the reported event is due to the chemical indicator as the DHR met specifications and lot trending was not exceeded. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strips. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100, the correct lot # 278511-07, expiration date: 4/30/17.

Event description:
A customer reported the sterrad chemical indicator strips did not change color correctly after a sterrad completed cycle. The affected loads were reprocessed. There is no report of infection, injury or harm to patient(s) associated with this event. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad sealsure chemical indicator strips not changing color correctly. (B)(4) are related complaints from the same facility. This is three of four 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00179, 2084725-2016-00180, 2084725-2016-00181, and 2084725-2016-00182.